Event description:
As reported by the edwards clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure (tavr), the patient expired. Per report, prior to valve deployment the patient was hypotensive with pressures in the 60's. Post valve deployment the patient was noted to be in ventricular tachycardia (vt) and was defibrillated (at 200j) which broke the vt. An echocardiogram was performed and showed the valve was in good position with severe ai. The patient was noted to have remained hypotensive and the decision was made to prepare a second valve while putting patient on pump. During the preparation of the second valve, however, the patient went into ventricular fibrillation. With chest compressions and medical management ongoing, the second valve was introduced and deployed successfully. The patient remained unstable and the pump was initiated with a temporary rebound in pressure. Per report, the patient's hematocrit at this time was 15 after 4 units of blood were transfused. The patient's chest was opened and a large hemothorax was seen. The team decided to pronounce this patient. Additional investigation revealed the following: the only edwards devices that were in use prior to the complications that ultimately resulted in the expiration of the patient was the valve. Per report, upon further discussion with the site, the belief between the surgeon and the ic is that the patient's hemothorax was a result the edwards swan ganz catheter and the cordis sheath that was inserted during the initial prep into the patients right jugular vein.

Manufacturer narrative:
A device history record (DHR) review for the sapien valve was performed and all manufacturers' specifications were met prior to release for distribution. These patients typically are non-operative and/or extremely high risk and have complex medical histories and multiple co-morbidities. In addition, they are routinely administered multiple vasoactive drugs during the procedure. They are also purposely made hypotensive, utilizing extreme tachycardia (by means of rapid ventricular pacing), to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are very common. In this case, the patient experienced cardiogenic shock leading to multiple episodes of ventricular fibrillation requiring shocking the patient 14 times. Per the instructions for use (IFU), arrhythmia is a known potential adverse event associated with standard cardiac catheterization, balloon valvuloplasty (bav), aortic valve replacement and the use of bioprosthetic heart valves. Ventricular fibrillation is a life threatening arrhythmia that is typically a complication associated with heart disease, poor ventricular function, annular rupture/ aortic dissection, inadequate coronary perfusion/mi, and/or certain underlying conduction disorders. The thv training manuals instruct the operator on how to minimize myocardial ischemia during bav and valve deployment, and caution the operator to prepare for complications during the procedure, including arrhythmias requiring defibrillation. Without imaging the root cause of the reported event cannot be confirmed. However, the cardiogenic shock and ventricular fibrillation is likely related to procedural factors and the patient's significant underlying co-morbidities, including coronary artery disease with poor lv function, copd, renal failure requiring dialysis, and atrial fibrillation. All of these factors in combination may have contributed to the events. No corrective or preventive actions are required.